Event description:
Customer reports receiving errors on device for 3 days. Customer reportedly attempted to test at the pharmacy and received an error. Customer finally produced a result of 373 mg/dl on the device and was incoherent. He was taken to the hospital where his blood glucose was tested every 20 mins (results not provided) and was treated with a shot (contents not provided). Requested return of suspect system and replacement was sent.